Manufacturer narrative:
D4: the device manufacture (h4) and expiration dates could not be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had driveline damage on (B)(6) 2025, due to cutting their driveline accidentally, and later experienced a pump stop. The patient had shortness of breath initially and was placed on inotropes, but after monitoring was weaned off and discharged home on guideline directed medical management. The customer reported no adverse effect due to the pump stop; the pump remains off, but the patient is home and stable. No log files were available.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted image confirmed driveline damage that would have caused the pump to stop; however, it was reported that the cause of the driveline damage was the patient accidentally cutting their driveline. Evaluation of the submitted image confirmed that most of the driveline had been severed. From the available image, the completely severed wires appeared to include at least one wire of phase 1 (yellow wire), both wires of phase 2 (brown and black wires), and both wires of phase 3 (red and orange wires). Operation of the pump requires at least one wire per phase to be intact, so the damage would have caused the pump to stop as reported. The relevant sections of the device history records for (B)(6) and the driveline, serial #(B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 ¿alarms and troubleshooting¿ contains information regarding all visual/audio alarms, and what action(s) should be performed when they occur. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii patient handbook is currently available. Section 2 ¿how your heart pump works¿ and section 4 ¿living with the heartmate ii¿ caution the patient to not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms and the proper actions associated with them. The patient handbook also instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.